Manufacturer narrative:
Device evaluated by MFR.: the device was not returned to the complaint investigation site (cis) for evaluation. A photo and short video were received from the customer which show the balloon bunched at the tip of the guide catheter and not retracted through the guide. Corrections and update: (b5) describe event or problem: updated additional information received (e1) (B)(6).

Event description:
It was reported that the balloon deflation was slow and removal difficulty occurred. A 4.50 x 16mm synergy megatron drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent wasn't able to properly deflate and the catheter was stuck onto the balloon. The device was removed and the procedure was completed with via alternative method. No patient complications reported. It was further reported that the balloon was removed from the patient's body intact and in a partially deflated state. The device was pulled and removed using the end of a catheter.

Manufacturer narrative:
Corrections and update: (b5) describe event or problem: updated additional information received (B)(6).

Event description:
It was reported that the balloon deflation was slow and removal difficulty occurred. A 4.50 x 16mm synergy megatron drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent wasn't able to properly deflate and the catheter was stuck onto the balloon. The device was removed and the procedure was completed with via alternative method. No patient complications reported. It was further reported that the balloon was removed from the patient's body intact and in a partially deflated state. The device was pulled and removed using the end of a catheter.

Event description:
It was reported that the balloon deflation was slow and removal difficulty occurred. A 4.50 x 16mm synergy megatron drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent wasn't able to properly deflate and the catheter was stuck onto the balloon. The device was removed and the procedure was completed with via alternative method. No patient complications reported.